Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05731. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal surgery on (B)(6) 2012 due to erosion, pain, cramping, bleeding, dyspareunia, vaginal discharge, and bowel problems. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urgency, frequency, hematuria, cystitis, dysuria, vaginal itching, dyspareunia, and urinary retention. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh in the anterior vaginal wall, takedown of prior sub-urethral sling on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy.